Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the associated leads were explanted due to infection. A new system was implanted five days later. No additional adverse patient effects were reported. The explanted products were not planned to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.